Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, the echelon had a piece of yellow plastic blocking the closing handle from closing. A similar device was used to complete the procedure successfully. It is unknown if there were any adverse patient consequences.

Manufacturer narrative:
(B)(4). Batch # t5ak0l. Additional information received: what is the current patient status? Unknown. However, the device in the complaint was not used on this patient. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No as the device was not used on this patient. It was discarded before it was used. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and without reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.